Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test using a new lab reservoir along with a pump. The infusion set failed per spec. Due to infusion set found occluded at tubing qr connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 175 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised to return the infusion set.